Event description:
The customer's brother stated that the customer was hospitalized with a blood glucose reading of 29 mg/dl. Prior to the event, the customer's blood glucose levels had been fluctuating from high to low. The customer's doctor lowered the customer's basal rates. The customer's brother stated that the customer would call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.